Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failure.additional text: power module alarms occurred; power cable disconnect event occurred.specific component(s) involved: other component malfunction, specify.additional text:other component: unable to recreate events per thoratec; pump stopped due to power malfunction.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of other component, specify.other intervention :implant device type: lvad.